Event description:
It was reported that a low sensing value was observed from the right ventricular (rv) lead at a follow up appointment. Boston scientific technical services recommended performing defibrillation threshold testing (dft) before considering rv lead revision. Additional information has been requested regarding the lead serial number, facility/healthcare provider information, and resolution, but has not yet been received.